Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device "cassette not properly attached". No patient injury/involvement reported.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seals to be broken, a scratched lens, missing battery door, and a bubbled downstream occlusion (dso) seal. The device's event history log was reviewed for evidence of the reported problem, nothing was found. Functional testing was conducted. Upon testing, the reported problem was duplicated. It was determined that the inoperable downstream sensor was the root cause of the issue. The downstream occlusion sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effected corrected.